Event description:
This report is being filed after the subsequent review of the following journal article: ramakrishnan, m., subramanian, k., geary, n., (2004), percutaneous removal of metalwork around ankle: our experience with first 12 cases, foot and ankle surgery, 10, 9-11. Between april 2000 and may 2002, the authors performed percutaneous removal of metalwork around the ankle in 12 patients and their mean age was 38 years. All the patients had metalwork related problems around the ankle following fracture fixation using ao/asif 3.5 small fragment plate and screws. Eleven patients complained of pain and irritation over the prominent screw heads and one patient had chronic infection of the distal fibular metalwork. There is not sufficient information to file multiple reports. This report is for an unknown ao/asif 3.5 small fragment plate and screws. This is report 1 of 1 for (B)(4). This complaint involves 1 device.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Ramakrishnan, m., subramanian, k., geary, n., (2004), percutaneous removal of metalwork around ankle: our experience with first 12 cases, foot and ankle surgery, 10, 9-11. This report is for an unknown ao/asif 3.5 small fragment plate and screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.